Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. The reported issue was duplicated during the investigation. The downstream occlusion sensor and corrupted microprocessor board were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Manufacturer narrative:
Additional information received stating no patient involvement-incident occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited downstream occlusion double beep. No adverse effects were reported.